Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, a second physician maneuvered the clip and the clip successfully released from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, a second physician maneuvered the clip and the clip successfully released from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned while the yoke was detached from the control wire, indicating the device was fully deployed. It was also noted that the device returned without the over sheath and the catheter was kinked. A dimensional examination was performed to further analyze the deployment issue; the device was disassembled, and control wire's length was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, a second physician maneuvered the clip and the clip successfully released from the catheter. The procedure was completed at this time. There were no patient complications reported as a result of this event.